Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were low and the ball bearing, lever, and spring were damaged. The motor, ball bearing, spring, and lever were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during surgery the lever on top of the hand piece failed. An alternate product was used to complete the procedure. Product evaluation the device was found with low motor speed. No adverse events were reported as a result of this malfunction.